Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that a burn appeared on the outside of the elbow of the pt while the unit was being used.